Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) due to high out of range (oor) impedance measurements on the left ventricular (lv) channel. In addition to the oor measurements, the lv lead exhibited loss of capture because it was partially dislodged. Technical services (ts) was contacted and suspected there was a fracture on the right ventricular (rv) lead ring. The clinic confirmed the rv lead had a ring fracture, but it functioned properly with unipolar pacing. This crt-p system remains in service and no adverse patient effects were reported.